Manufacturer narrative:
The patient was enrolled in the (B)(4) study with a 90% lesion in the ostium of the left internal carotid artery. The lesion was 31mm in length and the vessel was 4.8mm in diameter. An angioguard was used and a precise stent was successfully implanted. During the procedure, the patient experienced right hemiparesis and had behavioral changes and was diagnosed with an ischemic stroke. The onset was sudden, tpa and thrombolysis was started. The patient remained with right hemiparesis and is waiting for long term rehab. It was noted that the angioguard was not in place at the time of the event. The patient's medical history includes diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15175104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
During the procedure, the patient experienced right hemiparesis and had behavioral changes. The patient was diagnosed with an ischemic stroke. The onset was sudden. Tpa, thrombolysis was started. The patient remained with right hemiparesis and is waiting for long term rehab. It was noted that the angioguard was not in place at the time of the event. The patient was enrolled in the (B)(4) study with a 90% lesion in the ostium of the left internal carotid artery. The lesion was 31mm in length and the vessel was 4.8mm in diameter. An angioguard was placed and a precise stent was implanted successfully.